Event description:
The customer's mother stated that the customer was hospitalized twice for low blood glucose levels. The first hospitalization was in the summer of 2008. The mother did not report the blood glucose levels for either hospitalization. The mother didn't have the insulin pump with her at the time of the call. No troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.